Manufacturer narrative:
The hillrom technical support representative performed troubleshooting over the phone with the account, asking the account to check the side communication board. Per the hillrom service manual the affinity® three birthing bed and affinity® four birthing beds require an effective maintenance program. We recommend that you perform semiannual preventive maintenance. Test all sidecom features (radio, tv, light, entertainment, and nurse call functions) for proper operation. Inspect the communication cable. Inspect the cord for cuts, nicks, or breaks. Inspect the male pins and female receptacle in the connecting plug. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician at the account replaced the side communication board to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating the bed had no nurse call from either siderail. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).